Manufacturer narrative:
Date sent to FDA: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted there was a defect at the lateral edge of the mesh. The mesh was removed from the surrounding areas. It was reported the patient experienced severe pain, recurrence, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Date sent to FDA: 5/5/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.